Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max reperfusion catheter and a penumbra system 5max ace reperfusion catheter. Upon removal from the packaging, a 3max catheter was found fractured and was not used. The procedure continued using another manufacturer's catheter. The physician attempted to advance a 5max ace catheter over the catheter; however, it was unsuccessful. The procedure continued successfully using another manufacturer's device. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the penumbra system 3max reperfusion catheter (3max) was fractured approximately 41.0 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated that the 3max catheter was noticed fractured upon removal from the packaging. The 3max was replaced by a marksman catheter (a non-penumbra device). A 5max ace was used and did not track over the marksman catheter; they used a solitaire (a non-penumbra device) to remove the clot. Evaluation of the returned device confirmed the failure mentioned in the complaint. The 3max proximal shaft was fractured. The fracture did not occur at a junction location. This type of damage typically occurs due to improper handling during removal from the packaging. If the device is removed at an angle while force is being applied, it is likely that damage such as this may occur. The 5max ace reperfusion catheter (5max ace) mentioned in the complaint was not returned for evaluation. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Correction: k133317.

Manufacturer narrative:
Conclusion code: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2015-00630.